Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display unit and cable were replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at end of case, the unit encountered a communication failure, affecting mechanical ventilation. There was no reported patient injury.